Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a pancreatic duct stent placement performed in the pancreatic duct on (B)(6) 2018. According to the complainant, when they attempted to place the 7fr 9cm advanix pancreatic stent for chronic pancreatitis, the stent kinked which causes the deployment failure. The procedure was completed with a different device as different manufacturer and different size successfully. There were no patient complications reported as a result of this event.